Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left anterior descending artery. After placement of an unknown stent the nc quantum apex mr 15mm x 3.50mm balloon catheter was used. Upon inflation the balloon ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was further reproted that the access site was femoral. The lesion was severely calcified. The device was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).